Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomachache and turbid dialysate. The cause and treatment were not reported. On the same day as the onset, the patient was hospitalized via emergency room for the event. At the time of this report, the patient was recovering. Pd therapy was ongoing. The reporter declined to provide additional information.